Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed prior to the hydrogel placement. The procedure was performed with conscious moderate sedation. After the procedure, the patient began experiencing pain, later that night the patient started to experience diarrhea. The next day after the procedure the patient was prescribed with ultram and the pain seemed to get better. A couple of days later the patient reported he was having increased bowel movements frequency and it was very loose. The magnetic resonance imaging (MRI) showed that there was not hydrogel placed at the spot where was deployed, it was also noted the hydrogel moved into the puborectalis muscle and only a tiny amount was in the original position. The patient symptoms were reported as ongoing, it was also report that the radiation treatment hasn't started yet.